Event description:
A consumer reports that several months following intraocular lens (iol) implant surgery, there appears to be liquid in front of or behind the lens which blocks his vision. He states that at worse, 1/3 of his vision has been blocked in the upper quadrant, then it cleared to only a small circle. However, now the area is becoming larger. The pt is vacationing out of the country at this time and has a follow-up appointment with the surgeon upon his return.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.